Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 13 in type ii bone, the implant had not achieved osseointegration. Clinician noted pain and mobility. A bone graft was placed. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 13 in type ii bone, the implant had not achieved osseointegration. Clinician noted pain and mobility. A bone graft was placed. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.